Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of explantation: (B)(6), 2022. Reason for device explant and/or reoperation: capsular contracture, rupture, nipple discharge. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 385cc and experienced bilateral capsular contracture baker grade iii and nipple discharge and rupture on the left side post-operatively, which was confirmed via MRI. As a result, the patient is scheduled for removal and replacement with mentor gel breast implants on (B)(6), 2022. This report is for the left breast prosthesis.

Manufacturer narrative:
On apr 1 2022, additional information was received indicating the patient's explantation surgery has been cancelled. At the time of this report, mentor has received no information regarding an expected explantation date. Manufacturer¿s reference number: (B)(4).